Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Medtronic representative reported via email low blood glucose levels. Customer's blood glucose level was as low as 42 mg/dl. Customer was unable to get the quickset to fully enter the skin and ended up needing to replace out the set. Customer's blood glucose has also been running high. Customer declined to speak to 24 hour help line.